Event description:
It was reported that during a colectomy procedure the device delivered a full cut line, but only a partial staple line. The case was completed with sutures. There was no patient consequence.